Event description:
The account reported the brake would set but not hold. The bed is located in the bed shop of the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the brake caster was out of adjustment. The technician adjusted the brake caster to resolve the issue. Based on this information, no further action is required.